Event description:
During a preoperative checkout of the equipment, customer reportedly noted the readings provided by the flow sensor were not accurate. There was no reported pt involvement.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 2112667-2013-00005.